Event description:
Four years with bayers essure nothing but problems. I'm allergic to nickel well at my implantation appointment it never said nickel allergies. I have joint pain only (B)(6). Been to several doctors; gi and ob test came back normal. They told me it must be essure pet fibers. So only way of removal is a hysterectomy at a young age. And more women have gotten pregnant,. And one even died from this device. It causes mood swings, horrible periods, autoimmune disease, and big time doctor bills. Essure must be dealt with. Conceptus never did extensive research and over 12,900 women suffer. And many more like them I was told, it couldn't be essure well after many test and doctors finally they agreed it was essure. What's the problem FDA? I call essure false advertisement. It is not as effective as stated. And it can be reversed unlike it states.